Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump housing was damaged causing the cartridge to intermittently fall off of the pump. There was no reported impact to customer's blood glucose. Customer declined to provide further information.